Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had moisture damage. The customer's blood glucose level was reported to be 128mg/dl. It was reported that the pump was exposed to pool water. It was reported that the pump had crack at the battery compartment. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump failed the leak test, leaked at a crack on the back of the case also, with high sleep current due to corrosion at the printed circuit board. However, the insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, battery tube threads and minor scratched display window and case.